Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. Drug information was unknown. It was reported that the patient had a partial pocket fill. The needle was ¿not fully in thereservoir septum". The hcp did not have the patient name, drug or event date other than to say this occurred several years ago (from (B)(6) 2016), and the patient was not with the clinic anymore.